Manufacturer narrative:
Event date assessed as the first date of the aware date month, as no event date was reported. Device evaluated by MFR: the returned product consisted of the burr catheter attached to the advancer unit and the rotawire with the detached burr. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. The burr was able to be removed from the wire. The coil was stretched and broken 135.5cm from the strain relief. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The broken coil was visible on the proximal end of the burr. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to a melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on analysis completed 18apr2019. It was reported that the burr was difficult to advance, and became stuck in the guide catheter. The lesion was located in the very tortuous and severely calcified circumflex artery. A 1.25mm rotalink plus was selected for use. During procedure, there was difficulty getting through the lesion so the speed was increased from 160,000rpms to 180,000rpms. Ablation was continued successfully after a few polishing runs and the device was able to get through the lesion. While removing the burr, the burr became stuck in the guide and would not come out. The coil appeared to start separating, so the physician then removed the burr inside of the guide catheter as a unit. No detachment was reported. The procedure was completed with a new guide catheter and guidewire. There was no harm to the patient and no complications were reported. However analysis revealed that coil was broken 135.5cm from the strain relief. Medwatch form received 30apr2019 further reported the burr separated from the shaft of the device while in the coronary artery. The burr broke off in the guiding catheter after therapy was performed. Nothing was left in the patient's body and there was no injury to the patient.